Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms; however, a specific cause could not conclusively be determined through this evaluation. Additionally, a direct correlation between the reported event and heartmate 3 lvas could not conclusively be determined through this evaluation. The submitted log file contained data from 26jul2019 through 5aug2019. The log file contained 11 low flow events when the estimated flow dropped below a threshold of 2.5 lpm. 1 of these events lasted long enough to trigger a low flow alarm on (B)(6) 2019. Despite the low flow events, the pump operated above the low speed limit for the duration of the log file. The hm3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during log file analysis, a low flow event was observed. The cause was not determined but the patient had to be intubated due to a ventricular tachycardia storm. He was extubated the same day. The patient was given beta blockers for ventricular tachycardia. The patient was discharged home in stable condition. No additional information was reported.